Manufacturer narrative:
Failure analysis revealed the insulin pump was received with button error alarm due to corroded keypad traces. However, the device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error. The blood glucose level was 379 mg/dl. The patient did not recall any significant events that led to the alarm. The patient stated that she tried pressing two different buttons but none of the buttons were working. The customer stated that her blood glucose level was due to something she ate and that she treated herself with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.